Event description:
The lay user/pt contacted lifescan in early 2009 and alleged that her one touch ultra2 meter was reading inaccurately low. The alleged issue first occurred the day before, at 7:00 am. As a result of the reported issue, the pt did not take any actions. The pt had obtained a result of 114 mg/dl on the subject meter/strips. She reported that she had frequent urination after the product issue began (unk time/date the symptom began). The pt did not receive any medical attention/treatment. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because the pt claimed to have experienced a symptom suggestive of hyperglycemia after the product issue began. The pt did not receive any medical treatment. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.